Event description:
Info rec'd indicates the caster will set in brake but will not hold.

Manufacturer narrative:
The tech found the left head caster was broken. He replaced the caster to repair the stretcher.